Manufacturer narrative:
The customer indicated the device was discarded. The issue of backflow was evaluated under a formal investigation. It was determined that backflow was due to issues related to the assembly of the third party supplied back check valve involving an off-set diaphragm, a poorly cut diaphragm and particulate obstructing the diaphragm. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported backflow of fluid from the secondary solution container into the primary tubing set. The primary tubing set was being used to deliver 1l of normal saline, at an unspecified rate, via a symbiq pump. At an unspecified time, a male adapter of an unspecified phaseal device was connected to an unspecified clave y-site of the primary tubing set for piggyback delivery of 500ml of an unspecified concentration of methotrexate at a rate of 45 ml/hr. It was reported that the methotrexate was yellow in color. At an unspecified time, the nurse clamped the tubing of the secondary tubing set and then unclamped the tubing of the primary tubing set. It was reported that "within 20 seconds," backflow of yellow solution was noted in the primary tubing set past the back check valve. It was reported that the nurse reclamped the tubing of the primary tubing set and the delivery was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.